Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 380 mg/dl. An insulin injection was administered. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer switched to a back-up pump to manage diabetes.